Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was diagnosed with cognitive decline. The physician¿s evaluation confirmed that the patient was not receiving adequate therapy and the scs utilization was lower than expected and declining, due to limited understanding of operating the evoke scs system. The patient additionally reported pain at the evoke closed loop (cls) implant site. The physician elected to explant the evoke scs system. The evoke scs system was confirmed to be functioning as intended prior to explant.

Manufacturer narrative:
The evoke scs system was not returned to saluda for analysis. The root cause of the reported inadequate pain relief and pain at the evoke cls implant site cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation; persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿